Event description:
It was reported that the patient had several falls over the last few months and their implantable neurostimulator (ins) had not been working so they had the device checked on the day of report. The patient stated that most times they did not feel the stimulation but then noted that they felt it ¿intermittently¿. Diagnostic testing and troubleshooting included reprogramming and impedance testing. The results of the impedance testing showed all electrodes had values of >10,000 ohms. Reported patient symptoms associated with the event issue were described as less than 50% therapy relief and a loss of efficacy in the low back and legs, bilaterally. They were reprogrammed and the adaptive stimulation feature was set up and stated that they felt good coverage it positions up, lying back, right, and left. The patient stated that they were ¿ok¿ with going home to try this new programming and was to follow up if they still had issues. The patient¿s doctor was made aware and agreed with this plan. It was also noted that they were not going to pursue a lead revision at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).